Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to a blood glucose level of 475 mg/dl. Customer was treated with an intravenous insulin drip, and was released from the hospital the following day with no permanent damage. Reportedly, the cause for the event was due to an occlusion alarm. The customer changed the pump supplies to resolve the occlusion and continued using the pump for insulin therapy.